Manufacturer narrative:
Investigation: visual inspection revealed that the silicone coating had burst. There was some evidence of blood. Based upon the visual observations, the reported complaint for "balloon burst" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro balloon burst. It was reported that the balloon looks intact, with no missing pieces. A new kit was used to complete the procedure. There were no pt effects. The product was returned.